Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer's current blood glucose level was 174 mg/dl. Insulin pump had motor error alarm. Drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had stained end cap sticker noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).